Event description:
It was reported when the device was used in a laparoscopic hernia repair, the staples would not close. Another device was used to complete the case. There was no patient consequence.